Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that when an asymptomatic patient presented in clinic for follow up, ventricular oversensing was observed. It was suspected the oversensing could be due to interaction with the patients implanted mitral valve. No further information is available.

Event description:
It was reported the asymptomatic patient received a vibratory alert and presented into the clinic. Real-time and stored egms were reviewed and wide qrs oversensing was noted. The device was reprogrammed and remains implanted.